Event description:
It was reported that the patient received shocks and anti-tachycardia pacing (atp) for an episode of ventricular fibrillation (vf) which was suspected to be atrial fibrillation (af) with rapid ventricular response. Additionally, the right ventricular (rv) lead exhibited oversensing in an episode recorded as high rate non-sustained. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 6947m62 (tdk280579v); product type: 0264-lead-hv; implant date on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.